Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was received ing (1o mg/ ml at 4.996mg) via an implantable pump for non-malignant pain. It was reported that the patient underwent a catheter dye study due to a 4 ml discrepancy at their last pump refill. The patient and physician discussed no increase or change in pain patterns. The catheter dye study was completed on (B)(6) 2022 and the physician was able to successfully aspirate the catheter access port and there were no negative or abnormal findings.  The issue was reported to be resolved at the time of this report.  The patient's weight and medical history was asked but not made available.  The patient was alive with no injury at the time of this report. (B)(6) 2022. (Rep) additional information was received that the patient did not have concerns regarding therapy as earlier disclosed that there was no increase or change in pain patterns. The clinic disclosed that there was an ¿excess of 4 ml at refill appointment¿ and had scheduled her catheter study. The cause was undetermined due to at the catheter dye study with no negative or abnormal findings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.